Event description:
Procedure: c-section. Reportedly, during use, the tip of the needle broke off in the uterus as the surgeon was suturing. The patient was x-rayed and the tip could not be located, and the or time was extended but it is not known by how long. The procedure was completed without patient injury.